Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received for evaluation. Visual inspection confirms that the hook jaw (upper) is bent. The small hook section on the distal end of the jaw is slightly bent closed. The event description states that the defect was found during sterilization. One possible root cause could be user mishandling during the sterilization process. Other than this possibility, we cannot discern a root cause for this failure. This complaint can be confirmed. A manufacturing record evaluation was performed on 8-9-2019 for the finished device serial number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during sterizalition it was found that the top jaw of the customer's expressew iii suture passer with hook is bent. There was no procedure involved therefore no patient involvement or surgical delay to any case. The sales rep was not present therefore could not provide any further information. The device will be returning for evaluation.